Event description:
Patient is a (B)(6) year old female who has a history of myocarditis 7 years ago with witness ventricular tachycardia (vt) arrest while hospitalized. Subsequently an ICD was placed including a later recalled sprint fidelis lead. She was in her normal state of health when her ICD alarmed 2 weeks ago. She was found to have a fractured right ventricular (rv) lead and was admitted several days later for lead revision. Her stay has been unremarkable thus far and she underwent rv laser lead extraction and new rv lead placement today.======================manufacturer response for rv shocking lead, rv shocking lead (per site reporter).======================awaiting response.